Event description:
A 3.5mm diameter x 30mm length endeavor sprint rapid exchange (rx) and a 3.0mm diameter x 24mm length endeavor sprint rx drug eluting coronary stents, were deployed in the mid lad and mid cx of a pt with no issue reported; however I was reported that the pt suffered an mi one day post procedure. Investigator reported that the event was possibly related to the study stent and probably related to the procedure. (Ref MFR #9612164-2011-00393).

Manufacturer narrative:
(B)(4): evaluation: results: (mi).